Event description:
Product returned by the customer was tested by the MFR's domestic evaluation unit. The advantage system meter was found to have missing segments in the results display. These missing segments were unk to the customer, but were the cause of the customer's complaint, that the meter was displaying an incorrect number when the code key was inserted. No serious adverse event was reported in connection to the alleged malfunction.